Event description:
It was reported the trial lead became infected. The lead was pulled from the pt by the attending physician and the superficial infection was noted. It was believed antibiotics were administered. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).